Manufacturer narrative:
A correlation between the device and the report of elevated lactate dehydrogenase levels, inadequate left ventricular compression, pulsatility index events and suspected thrombus could not be conclusively determined. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had an elevation in his lactate dehydrogenase (ldh) levels which increased to 200 u/l and then increased by double. At the time the patient was admitted, his international normalized ratio (inr) was therapeutic at 3.09 with a goal of 2.0-3.0. The patient reportedly has no history of coagulopathy. An echocardiogram revealed inadequate unloading ("compression") of the left ventricle. It was reported that the patient ¿felt great¿ but the increased ldh levels and ¿poor¿ echocardiogram results prompted a pump exchange on (B)(6) 2015. The patient was on plavix after the pump exchange. The patient was subsequently discharged on (B)(6) 2015.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: pump thrombosis via ramp echo with increasing ldh.

Manufacturer narrative:
Approximate age of device - 71 days. No further information is available. The pump is currently retained at the hospital and is not expected to be returned for evaluation at this time. A supplemental report will be submitted when the manufacturer''s investigation is completed. Placeholder